Event description:
It was reported that during preparation for a nephrology treatment procedure, the sterility of the device was compromised. This flexima drainage catheter was selected; however, during unpacking, it was noticed that the stylet that was in the package had punctured the sealed packaging which made the device un-sterile. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).